Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned to bd for evaluation. The investigation is confirmed for the reported retraction issue. The investigation is confirmed fro the reported balloon weld break. The investigation is inconclusive for the detachment and packaging as the balloon guard was not returned. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. Additional MFR narrative: PMA/510k. Additional MFR narrative: event, (device code-1069 break, results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model atg80164 pta balloon dilatation catheter allegedly experienced a retraction problem, a detachment of device, a break, and a packaging issue. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient¿s age, weight, and sex were not reported.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation identified a retraction problem; however the evaluation unidentified for detachment and packaging issue. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model atg80164 pta balloon dilatation catheter allegedly experienced a retraction problem, a detachment of device, and a packaging issue. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient¿s age, weight, and sex were not reported.